Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The alarm board was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported a failure of the gauss alarm to operate as expected. There was no report of patient involvement.